Event description:
Affiliate reported that the patient had the chpv implanted in 2008 and has complained of increased pressure. The pressure was changed on the shunt and this still did not resolve the problem.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The device was tested and failed the pressure and programming tests. When the device was irrigated the device flowed as expected. The root cause for the problem reported by the customer appears to have been caused from biological debris seen throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.